Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00 x 20mm synergy¿ drug-eluting stent was advanced to overlap a stent, but failed to cross the previously placed stent. The device was removed; however, the stent struts were found to be lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was stable.